Manufacturer narrative:
It was reported that during a da vinci-assisted surgical procedure, the endoscope movement was noted to be inverted. An intuitive (is) technical support engineer (tse) was talking to the customer the system was restarted and all seemed ok. The tse requested to check the rotation of the endoscope by hand and the nurse found that the rotation was hard to do. The tse advised not to use the endoscope anymore and to replace the endoscope before continuing. The tse noticed in artemis that surgery was ongoing. In addition, the tse explained to the surgeon that most likely the problem was induced by the endoscope, but the surgeon did not trust the system anymore and would like it to be checked. The procedure was completed with no patient injury and no delays. There was no report of patient involvement. Intuitive surgical inc. (Isi) contacted the site and obtained the following additional information regarding this event: "along with the scopes affected, this endoscope will be returned by precaution. No allegation was made on it and no patient harm, adverse outcome or injury was reported.¿

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported during a da vinci-assisted other colorectal surgical procedure, the nurse stated after rotating the 30-degree endoscope, the movement was inverted. It was reported that the 30-degree endoscope had perioperatively unintentionally and unexpectedly reversed the image and operation. While talking to the customer the system was restarted and all seemed ok. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested the nurse to check the rotation of the scope by hand and the nurse found that the rotation was hard to do. The tse advised not to use the scope anymore and replace the scope before continuing. Surgeon had the same problem this morning and would like the system to be checked. The tse explained to surgeon that most likely the problem was induced by the endoscope. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: no further information on this matter could be provided.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse performed check of all movable axis on usms due to rotating scope issues. Tested all 4 usms, found all within range and were working as intended. Customer will send back 4 scopes they received with their x system. 2 out of 4 did have this issue, other 2 they will return just to be sure. System was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The 30-degree endoscope was analyzed, and the complaint was not confirmed. Fa found no failures during their investigation. The issue with the second 30-degree endoscope is being reported in patient identifier (B)(6).